Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer¿s current blood glucose value was 373 mg/dl. The customer did not experienced symptoms of high blood glucose value. The auto mode was active. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022 the pump was returned due to customer alleged under delivery causing high bgs . Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4) inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of (B)(6) 2022 bolus delivered of 0.15u at 00:03:44.000, 0.025u at 01:15:02.000, 0.05u at 02:10:02.000, 0.175u at 03:13:48.000, 0.15u at 04:08:47.000, 0.175u at 05:03:52.000, 0.025u at 06:03:31.000, 0.15u at 07:08:38.000, 0.175u at 08:03:41.000, 9.8u at 09:01:18.000, 0.15u at 10:08:50.000, 10.6u at 12:07:34.000, 7.7u at 13:14:42.000, 7.1u at 14:17:50.000, 2.7u at 18:35:08.000, 0.025u at 20:03:46.000, 0.025u at 21:23:47.000, 0.175u at 22:03:44.000, 0.175u at 23:03:45.000.pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. No device problem found during full functional testing. Under delivery not confirmed during testing. Unable to verify customer alleged for high bgs. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.